Manufacturer narrative:
The exact event onset date is unknown. The provided event date of (B)(6) 2016 was chosen as a best estimate based on the date of the subsequent implant surgery. (B)(6) (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was implanted with a lynx suprapubic sling device on (B)(6) 2009. On (B)(6) 2016, patient underwent a lynx-type pubovaginal sling with cystoscopy procedure to implant another lynx device due to recurrent stress urinary incontinence. The patient was reported to be in stable condition post procedure.